Event description:
The getinge clinical support representative reported that upon conducting an in-service training on the cs300 intra-aortic balloon pump (iabp), the unit displayed "maintenance code 7". The customer¿s biomed and cath lab charge nurse were notified and the iabp was taken out of service. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected fields: evaluation method codes. The customer performed their own repair. The intra-aortic balloon pump (iabp) was cleaned out and the batteries were replaced.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp, as they have opted to perform their own service. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
The getinge clinical support representative reported that upon conducting an in-service training on the cs300 intra-aortic balloon pump (iabp), the unit displayed "maintenance code 7". The customer¿s biomed and cath lab charge nurse were notified and the iabp was taken out of service. There was no patient involvement, and no adverse event reported.